Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd safetyglide¿ syringe with needle package was found ¿defaced." There was no report of injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: sample evaluation: a single 3ml safetyglide combo package with product inside was received by bd (B)(4) and confirmed to be from batch #6243881 (p/n 305924). The bottom of the package is damage around the needle hub area resulting in a large hole. The plastic in the area appears to have been ripped. There was also a piece of a clear sticky tape near the opening. DHR review for batch 6243881 (p/n 305924): manufacturing date: 09/18/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6243881 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: confirmed: bd (B)(4) was able to confirm the customer's indicated failure. Investigation conclusion: it is possible the package was damaged during the box sealing process if the package was inadvertently elevated above others at just the right angle and got caught by the taping machine. It could then have been squeezed during the taping process, creating the deformation observed.